Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. At the completion of the clinical assessment, clinical was able to find substantial evidence to support the following events of a type 3b and 1a endoleaks. The type 3b endoleak is most likely device related however the cause is unknown. The type 1a endoleak is most likely user related as a proximal stent extension should have been implanted at the index procedure. No additional investigation of this reported event is planned however if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Corrections: outcomes attributed to adverse events. Conclusion code: remove code 11. Device code: remove code 1354.

Event description:
Additional information: at the completion of the clinical assessment, clinical identified that both the 1a endoleak and the 3b endoleak were from the bifurcated stent graft and not the infrarenal aortic extension as previously reported under 2031527-2018-00967. The investigation summary for this event will be recorded and documented under this report. A secondary procedure was completed. The physician elected to implant two (2) a suprarenal stent graft extension to resolve this event. The patient was reported as doing fine post intervention.

Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. If additional information is obtained at a later time that is pertinent to this event, a follow-up report will then be submitted.

Event description:
The patient was initially treated with the afx abdominal aortic aneurysm stent. Approximately three (3) years post initial procedure, a type iiib endoleak of the bifurcated graft was detected by CT. The physician plans to reline with an ovation ix device and re-intervention is scheduled for (B)(6) 2019. There have been no additional patient sequelae reported.